Event description:
It was reported that the patient passed away. The cause was unknown. The outcome was reported as not device or therapy related. No autopsy was performed. The device operated as expected.

Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.